Event description:
Edwards received notification that a 81-year-old patient with an edwards surgical valve implanted in the mitral position underwent a valve-in-valve procedure after approximately eleven (11) years of implant duration due to calcification leading to stenosis. The patient presented with shortness of breath and swelling in the legs. A 26mm transcatheter heart valve was implanted within the surgical valve. The patient was noted as to be hospitalized in stable condition.

Manufacturer narrative:
Initially, it was reported that this 81-year-old patient underwent a valve in valve procedure after an unknown implant duration due to calcification leading to stenosis. However, through investigation it was learned that this valve was implanted during approximately eleven (11) years. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 81-year-old patient with an edwards surgical valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to calcification leading to stenosis. A 26mm transcatheter heart valve was implanted within the surgical valve. The patient was noted as to be hospitalized in stable condition.